Event description:
It was reported impedances were not checked intra-operatively during implantation. Post-operatively (time unknown), the patient received no stimulation sensation and then suddenly felt a shocking or jolting sensation during programming. Impedance readings were >40000 ohms on electrode combinations 0-3. The manufacturer representative waited two hours to reprogram the patient; all impedences were normal at that time. The patient had good stimulation and the issues were resolved.